Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not pick up waveforms. The patient had a pressure injury even the site was being rotated every two hours, with strap on and in green lights.